Manufacturer narrative:
According to the caller, the consumer was not available at the time of call into nova customer care to provide extra details surrounding the event such as specific insulin/food intake. The caller reported, the consumer was not transported to the hospital per the caller's instructions and that she, the daughter gave him a snack after the emt's left and he was feeling better. Caller was unsure if a control solution test was performed on this particular vial of test strips, however, she stated he does regularly perform control solution tests, bg tests performed according to the nmp owners guide. The caller reported, no recent changes in diet, medication, exercise, or health, consumer's insulin intake on the day in question could not be confirmed, normal testing times-consumer tests frequently as he is a brittle diabetic. The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device; the sequence of events reported by the consumer do not align with the time and date details stored in the meter history. Failure analysis of the returned product revealed that the nova max plus glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
Consumer's daughter called in reporting an incident where the emts were called to her father's assisted living facility last night. The caller reported that the consumer checked his blood around 4 pm yesterday (B)(6) 2016 getting a result of 133 mg/dl; shortly thereafter the health aide noticed he was 'flailing' and 'acting irrational'. According to the caller, "...the aide eventually contacted the emt's who arrived a short time later and checked his bg using their unk meter and the result was in the 30's..." Based on their result the emts gave him "a shot of glucose' and he 'began to feel better soon after'.